Event description:
A 67 year old female noted as high risk percutaneous cardiac insertion (hrpci) presented for an impella implant. The user facility reported the patient experience an access site bleed coinciding with the explant. It was noted that the patient had bleeding following attempts to secure the perclose around the site. An up-and-over balloon tamponade was utilized, however, the resulting hemostasis was only temporary. As a result of the persistent bleed, a covered stent was placed to treat the condition. A definitive cause for the bleed was unknown. Distal flow was verified following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause for access site bleeding remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿